Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital following a syncopal episode. Evaluation in the hospital noted that the device and rv lead exhibited loss of capture (loc). The root cause of the loc was not known. Surgical intervention was undertaken. A non-boston scientific lead was placed in the left bundle branch area (lbba). This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and the rv lead remains implanted and in service. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital following a syncopal episode. Evaluation in the hospital noted that the device and rv lead exhibited loss of capture (loc). The root cause of the loc was not known. Surgical intervention was undertaken. A non-boston scientific lead was placed in the left bundle branch area (lbba). This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and the rv lead remains implanted and in service. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct d6b: explant date from the previous report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital following a syncopal episode. Evaluation in the hospital noted that the device and rv lead exhibited loss of capture (loc). The root cause of the loc was not known. Surgical intervention was undertaken. A non-boston scientific lead was placed in the left bundle branch area (lbba). This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d), and the rv lead remains implanted and in service. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.